Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had been receiving multiple no delivery alarms on the insulin pump during basal and bolus. Customer's blood glucose was 148 mg/dl. Customer stated that the alarm just occurred and it occurred during bolus and basal. Customer stated that the alarm is recurring and the issue has not been resolved. Customer stated that the reservoir was empty. Customer was advised to reconnect to the pump and monitor the pump and his blood glucose. Customer stated that he will assemble the infusion set but the call was then dropped.